Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and cyst was received on jul 28, 2022 with lot number 2462201. Visual analysis of the returned device identified: deformation, yellow particles in the surface of the shell, wear abrasion and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.